Manufacturer narrative:
(B)(4). Samples/ photos: it was received photos for analysis of saf-t e-z set 25g, catalog: 387326, lot: 7117930. According to the visual analysis of the photo it can be verified that there was a hole in the product tube, which can cause leakage in its use. DHR review: the following assembled wing lot used in the claimed final product lot 7117930 was analyzed: the batch in question was analyzed as tests of "damaged component" and no records of this defect were detected for the batch analyzed. Qn/ ncmr review: there are no quality notification (qn) or non-conformity report records that could lead to this issue for the lots involved in this complaint. Confirmed: bd was able to confirm the incident in question. Based on the investigations, it was verified that the root cause for this incident was caused by a misalignment of the claws that take the tube to assembly the wing inside it, which caused a hole in the tube leading to the incident in question. Corrective maintenance history was evaluated in the period of final assembly of product and the corrective maintenance # 601308971 and #601314810 in the sortimat # 5006-1 machine was evidenced. Reason: "tube nipped". According to investigations performed these maintenances may lead to reported occurrence in this complaint.

Event description:
It was reported during use of the bd saf-t e-z set¿ blood collection and infusion set before the collection, when inspecting the device, there was a visible rupture of the hose/tube. On two other occasions ¿the break was masked by the safety device on the scalp.¿ there was no report of injury or medical intervention.